Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular lead. No changes or intervention were performed; the device will continue to be monitored. The patient was in stable condition.